Event description:
According to literature source of retrospective study performed between february 2013 and may 2021, the long-term outcomes of rfa using cool-tip rfa for peribiliary and non-peribiliary hcc using propensity score matching (psm), 282 patients were included in this retrospective study. Complications included intrahepatic bile duct dilatation (18), biloma formation (1), biliary fistula (1), liver decompensation (55), thrombus in peritumoral vessel (10), pain requiring treatment (19), infection (14), hydropneumothorax requiring drainage (3). Biloma formation and biliary fistula were treated with percutaneous biliary drainage.

Manufacturer narrative:
Radiofrequency ablation for peribiliary hepatocellular carcinoma: propensity score matching analysis / jin cui, xinzi sui, kaiwen liu, min huang, yuanwenzheng, xinya zhao, gongzheng wang and ximing wang. / cui et al. Insights into imaging (2025) 16:45 / https://do i.org/10.1186/s13244-025-01919-5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.